Manufacturer narrative:
The field service engineer (fse) completed system repair and corrected the problem. The unit conformed to the MFR's specifications. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The customer reported erroneously low sodium (na) result, for one pt, involving unicel dxc 600 synchron system. Subsequent testing with a new sample produced a higher result and produced a lower result when retested. The erroneous result was released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer traveled to the facility to assess the unit.